Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter with the incident lot was not observed. Additionally, retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to foreign matter as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported the bd vacutainer® urine complete cup kit experienced air bubbles in the gel. The following information was provided by the initial reporter. The customer stated: "received a call from infection prevention noticing the bubbles appearing in the red top tube. We checked our shelf stock two different lot numbers and all have the bubbles.". Additional information received 2021-03-03: "we received immediate response and it was shared the spotting found in the blood tube was a preservative, and the report within the hospital was closed".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd vacutainer® urine complete cup kit experienced air bubbles in the gel. The following information was provided by the initial reporter. The customer stated: "received a call from infection prevention noticing the bubbles appearing in the red top tube. We checked our shelf stock two different lot numbers and all have the bubbles." Additional information received 2021-03-03: "we received immediate response and it was shared the spotting found in the blood tube was a preservative, and the report within the hospital was closed".